Event description:
Customer reports performing back to back tests on the advantage system with results of: 50mg/dl and 87mg/dl, 100mg/dl and 50mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.